Event description:
It was reported that at incoming inspection at distribution, a hole was observed in the product packaging. No adverse consequences were reported.

Manufacturer narrative:
There were six units associated with this complaint (i.e. Part #2108385000 (3); part #2108185000 (2); part #2108158000 (1)). It can be confirmed from visual inspection that product packaging is damaged. Other complaints have been received reporting similar events. Sterility testing completed on a sample of product affected by this issue has determined that the sterile barrier of product has not been compromised.